Event description:
A 26 mm diameter x 15 mm diameter x 16.5 cm length aneurx bifurcated stent graft with xpedient delivery system was inserted into a patient for endovascular treatment of an abdominal aortic aneurysm. Vessel morphology was reported to be very tortuous, and the physician was reported to be expecting difficulty accessing the aneurysm. As the device was inserted, the delivery catheter kinked between the tapered tip and the proximal end of the stent graft prior to reaching the common iliac artery. The device was successfully removed from the patient, and another device was used to complete the procedure. No clinical sequelae were reported, and the patient is reported to be fine. The device has been received by medtronic ave, and its analysis is pending.